Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 displayed a 42224 error. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: returned device was received witho physical damaged was found on the device. Evidence of reported problem in event log was found. During the evaluation of the device error code "42224" was not duplicated at power up and during functional test. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Review of the event history log (ehl) found evidence of the reported problem. Visual and functional testing were performed. Visual inspection of the pump found no physical damage. The reported problem was unable to be duplicated during power up and functional testing; and therefore, root cause could not be determined. The main board was replaced for preventive measures.this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.